Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator alarms ''vent inop'', unit/system will not operate on ac or dc power, circuit breaker trips, blown fuse, etc. Furthermore, there was no patient involvement associated with the reported event.